Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rect2282 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that when checking the catheter prior to placement, a nurse noted a rupture and fluid leaks. Used a new product.